Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined.

Event description:
The complainant reported a patient was on impella 5.5 support and was experienced hemolysis. The patient had high lactate dehydrogenase. An echocardiogram was ordered to confirm pump position. Support was continued and the staff monitored.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 55 year old male on impella 5.5 support for heart failure/cardiogenic shock. It was reported that while on support, the sterile sleeve ripped and the team covered it with a transparent medical dressing. There was no patient harm reported. Additional information was received in regards to the resolution of the hemolysis. It was noted that the hemolysis resolved by lowering the p level.

Manufacturer narrative:
Additional information was received. Hemolysis was resolved by lowering the p level. Therefore, hemolysis is no longer a reportable event. A new event was noted regarding product damage (sterile sleeve damage). D.6b explant date was added. B.1, b.2, b.3, b.5 and h.1 revised since initial submission of manufacturer device report number 1220648-2024-14888 due to new information received. H.6 codes 1886, 4614 and 2993 were removed since initial submission of manufacturer device report number 1220648-2024-14888 due to new information received. New codes have been added. H.10 instructions for use referenced in the initial manufacturer device report number 1220648-2024-14888 no longer apply due to new information received.